Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Problem reported: (B)(6) called to report that during the distal femur cut, the saw was stuttering. They checked the saw array and it was very loose and it looked to have moved. They checked and confirmed that the array was fully seated and clamped correctly. They were able to complete the surgery without any negative impact to the patient. They have disposed of the array set so he does not have the lot information nor the arrays to send back for review. When was the issue observed? During surgery. What step were they on when this issue occurred? Distal femoral cut. What steps did the caller or user perform after encountering this issue? They were able to complete the surgery using the robot. Troubleshooting: they checked and confirmed the saw array was fully seated on the saw. Patient involvement? Yes. Were there reports of injuries, medical intervention or prolonged hospitalization? No. Are patient treatments delayed or cancelled? No. Next day of surgery: unknown. All information has been disclosed. No further information was provided.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary: no device associated with this report was received for examination. The investigation could not verify or draw any conclusions about the root cause of the reported event without the device to examine. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: a manufacturing records evaluation (mre) was not performed as no lot number was provided for this device.